Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4) no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found an insulation breach at 4.4 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.